Event description:
The pt had meningitis unrelated to the implanted system. The pump was explanted. At explant, the expected residual volume (23 ml) was greater than the actual volume (0 ml). The physician suspected that the pt was accessing the pump and aspirating drug. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.